Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 470 mg/dl. The customer¿s current blood glucose level was 187 mg/dl. Customer also had blood glucose level of 403, 441 and 341 mg/dl. The customer was treated with injections and insulin pump. The customer declined troubleshoot for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.